Event description:
It was reported to ventec that the device experienced an unexpected power off event. The reporter stated that the device would display the patient circuit disconnect alarm before powering off, and then an unknown alarm would sound. It was reported that the respiratory therapist, "doesn't think its the vent but the patient". There was patient use associated with the reported event, and it was reported that there was no harm to the patient as a result of the reported event.

Manufacturer narrative:
H6: a react health product specialist provided the respiratory therapist (rt) with technical and clinical assistance. The product specialist was later advised by the rt that the patient is still on the device, and that there were no plans to return it for evaluation at this time as they considered the issue to be resolved. The device was not returned to ventec for evaluation. The cause of the reported issue could not be conclusively determined.